Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. Data analysis revealed there were significant number of invalid placement signal log entries leading up to the 1/6 placement signal complaint. The lt logs show during these times that the signal nor reliable (snr) was low for an extended period of time corresponding with placement signal railing around 3000 mmhg. Later in the case, around the 1/10 "aic failure" alert complaint, there were multiple instances in the aic logs of event triggering and resolving minutes later. Event 1045 triggers a controller error not a controller failure as described in the complaint. The lt logs at this point show 5s parameters represented by -16384 as placement signal goes to 3000 again. Device analysis: neither of the failures were reproduced during testing. The 5s was within specification as outlined in preventative maintenance and the analog voltages of the ccd array looked as expected with and without a pump. Root cause: there was no controller failure, instead it was a controller error. The cause of the optical signal issue could not be determined as the failure mode was not reproduced and the optical bench was within specification. The controller error and loss of placement signal described is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. D9 device returned to manufacturer date added.

Manufacturer narrative:
The investigation for the console (aic) controller failure (red alarm) has been completed. Logs from the complaint date show placement signal, light, contrast all spiked as the snr dropped significantly. These triggered an unreliable placement alarm that was what the complaint was about. The pump was transferred due to the alarm. The cause of the abnormal optical signals could not be determined since the console was not returned.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) as a bridge to transplant and approximately 14 days after start of support, the automated impella controller (aic) had a controller failure. The issue self-resolved. The staff were instructed to switch the aic, however support continued. There was no report or indication of interruption in support and there was no report of harm to the patient as a result of this event.

Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of two medical device reports related to the patient implant experience. Refer to initial medical device report for the impella 5.5 device serial number (B)(6) with date of event 02-jan-205 and identifier ending in (B)(6).